Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 172, 175, 192, 146 and 160mg/dl. The customer¿s expected fasting blood glucose test result range is 80-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 11/25/2021 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1 :172mg/dl date:5/24/21 time:5:50pm fasting. Result 2 :175mg/dl date:5/24/21 time:5:48pm fasting. Result 3: 192mg/dl date:5/24/21 time:5:46pm fasting. Result 4: 146mg/dl date:5/24/21 time:7:50am fasting. Result 5: 160mg/dl date:5/24/21 time:7:49am fasting.

Manufacturer narrative:
Sections with additional information as of 20-jul-2021: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage.